Manufacturer narrative:
Insulin pump passed rewind, basic occlusion, prime/compromised force sensor system, and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. Insulin pump received with cracked reservoir tube lip, minor scratches on display window, and missing end cap sticker noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a infusion set change. Customer's blood glucose level was 185 mg/dl. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.